Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d10, d9, e1 (event site email, initial reporter), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes , investigation conclusion), h11. Corrected fields-e3 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse installed a new safety disk and the discovered the pim leak test also failed. The fse replaced the old safety disk, and replaced the pneumatic module assembly. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that during equipment preparation, cardiosave intra-aortic balloon pump (iabp) failed the pneumatic leak test. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had pneumatic leak test fail.